Event description:
Cpi received info that two possis sutureless myocardial leads were capped due to a sensing issue. The physician elected to perform an invasive procedure to replace the leads with a new sensing lead.